Manufacturer narrative:
Other applicable components are:: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a health care professional (hcp) via a company representative (rep) regarding a patient who was receiving hydromorphone (unknown dose and concentration) via an implantable pump for non-malignant pain. Following implant, the midline incision where they anchored the catheter had cerebrospinal fluid (csf) leak, the incision never healed. There was no patient complaint, the csf leak would not resolve and the hcp wanted to prevent potential for infection. The patient had issues with the csf leak/spinal headache/drainage from the spinal incision. It was noted that this was an emergency situation and must be given immediate attention. No infection was present but the physician wanted to remove the catheter and possibly the pump on the night of this report date; it was noted that surgery was on the night of this report date. The rep indicated that the therapy was working for the patient

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2016-dec-29. The pump and catheter were removed in (B)(6) 2016 because the patient had a spinal leak after implant, her spine would not close.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.